Manufacturer narrative:
The field service technician replaced the power plug and returned the unit to service.

Event description:
It was reported that during a field service maintenance visit the technician found that prongs on the power plug have burnt spots on the tips. There was no patient involvement and no adverse consequences associated with this event.